Event description:
Reporter stated that patient's inr tested at 3.2 with device (pt's therapeutic range: 2.0-3.5), then 8 hours later in the ER, the pt's inr tested at 4.9. Patient was admitted to hospital in 2005, and died five days later -- cause of death: gi bleed.